Event description:
It was reported that after a da vinci-assisted surgical procedure that, the black coating was coming off the cable of a maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected prior to use and no damage was observed. The issue was not observed intraoperatively. The instrument did not collide with any other instrument or tool during the procedure and there were no problems removing the instrument through the cannula. No fragment fell into the patient and the procedure was completed. The wire was exposed due to the damaged insulation. The cable was still intact and there were no signs of thermal damage at site of insulation damage.

Manufacturer narrative:
Based on the claim against the product by the customer noting black coating coming off cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation was lifted with no pieces missing. The conductor wire was slightly exposed, but no wires were physically damaged. The instrument passed the electric continuity test. The root cause of damaged conductor wire insulation is attributed to a component failure. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that after a da vinci-assisted surgical procedure that, the black coating was coming off the cable of a maryland bipolar forceps instrument. Failure analysis investigations confirmed the conductor wire insulation was damaged and the insulation was lifted exposing the conductor wire. The exposed conductor wire has a potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.